Event description:
The report rec'd from the affiliate indicated that during an interventional procedure while delivering the cypher 2.5 x 28 mm stent to the target lesion, the physician felt resistance/friction within the 7 fr. Launcher jr4sh guiding catheter. The target lesion for the procedure was the mid/distal right coronary artery (rca). The lesion was reported to be: de novo, not calcified or tortuous, and a 75% stenosis. The stent delivery system (sds) was retrieved and the distal stent struts were noted to be uplifted. Another cypher 2.5 x 287 mm stent was successfully implanted without any problem. The procedure was completed successfully. There was no reported pt injury.

Manufacturer narrative:
Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is available for evaluation and testing; however, the product has not been returned as of to date. Add'l info will be submitted within 30 days upon receipt.